Event description:
It was reported that during a da vinci-assisted wedge to-completion lobectomy surgical procedure, the 8mm tip-up fenestrated grasper instrument remained open during the procedure and could not close the instrument tip. The instrument was removed from the abdomen with some manipulation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument tip was broken. The instrument was removed from the cannula with some manipulation. There was no port increase. The jaws were not stuck on tissue when the issue occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm tip-up fenestrated grasper instrument to perform failure analysis. The instrument was analyzed and was found to have a broken main tube approximately 2.11" from the distal tip. A piece measuring approximately 2.15mm x 2.13mm was not returned with the instrument. Components adjacent to this broken main tube do not show damage.